Event description:
It was reported that during a post-implant check, the ventricular lead exhibited loss of capture and a sensing anomaly. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.